Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that in the past 4 months, a loss of prime warning had occurred with at least 3 separate cartridges from 2 separate boxes. Reportedly, the cartridge cap had been secured and there was no change in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed several call service alarms which indicated loss of prime due to low none zero force warnings. The battery compartment was observed to be cracked on the side at the threads. The returned battery cap was undamaged and able to fit securely to maintain an electrical connection. There was no loss of prime or any other warnings or errors during the investigation; the product performed within specification. Product analysis was unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.